Manufacturer narrative:
The quality control documents, manufacturing instructions, instructions for use, specification documents, and imaging of the device were reviewed during the investigation of this event and there is no evidence to suggest the product was not manufactured to specification. Device history files could not be reviewed as the lot was not provided. There have been no other complaints associated with the lot of this complaint device as each lot contains only one device. There is no evidence to suggest the that the IFU was not followed. Per the imaging reviewer, the images do not confirm a type ia endoleak and could represent artifact, contrast in between the zenith and excluder extension, or a blind ending leak into the seal zone. The patient does possess the potential for coagulation abnormalities. Although the imaging reviewer mentions a ¿longitudinally compressed mainbody¿ there are no findings relative to the design or performance of the device observed. There is no information regarding the gore excluder cuff other than it did not extend the seal zone on the left where the endoleak was observed. There is no information regarding whether the gore excluder met its manufacturing quality specifications. Possible root cause for a type ia endoleak could be due to: inappropriate sizing, inappropriate deployment procedure followed, patients anatomical conditions, or disease progression. Based on the information present, a definitive root cause could not be determined. It is feasible to suggest that the suspected endoleak was caused by patient anatomy with contributions from the grafts ballerina positioning and the pre-existing condition. It is difficult to assess this event without images of the initial device implantation. Due to the age of the device, the vessels could have dilated over time allowing a gap to form. The tffb was also in the "ballerina leg configuration" that is often used in patients with tortuous anatomy but can weaken the main body graft's resistance to settling. Without evidence of reasoning, the presence of the gore excluder graft could indicate a previous physician attempted an intervention for an unknown reasoning, potentially to treat an anatomical condition or settling by extending the main body of the tffb. All of this information combined seems to suggest that device settling did happen, possibly due to the patients anatomical condition such as a dilation of the vessel. This settling was compounded by the weaken resistance to settling of the main body due to the "ballerina leg configuration" and the possible thinning of the patients blood from the splenomegaly. These events would allow the suspected type 1a endoleak to occur. Due to the lack of imaging and multiple potential contributing factors, a definitive root cause can not be determined.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a (B)(6) male patient was originally implanted with a zenith flex aaa endovascular graft bifurcated main body and two zenith aaa iliac leg grafts on (B)(6) 2007. On (B)(6) 2017, the patient presented symptomatic and was found to have a type 1a endoleak. A secondary intervention procedure was performed on (B)(6) 2017. In addition to the original three cook devices, another manufacturer's device was identified in the patient. A cook renu cuff was landed below the level of the superior mesenteric artery (sma) and two renal stents were placed. The final angiogram showed no leaks. As reported, the patient is doing well. Additional patient, device and event details have been requested.